Manufacturer narrative:
Device evaluations of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor / failed testing) was confirmed. Upon evaluation, the rear response button cable was creased near the connector. The root cause of the damaged response button cable cannot be positively identified. Further evaluation found that there were multiple components damaged. The cause of the damaged components is high voltage deviating to low voltage circuitry. The cause of the deviation is contamination throughout the unit. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device. In addition, during servicing of the monitor, the monitor failed incoming testing.